Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular lead exhibited high impedance measurements and high capture thresholds. No lead damage was visible. The physician could not explant the lead, so it was capped and replaced. The patient was in good condition before and after the surgical procedure.